Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, using the waa during the incident, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, migration, and puncturing bone or tissue inadvertently during the procedure have been ruled out as potential causes. The clinical representative confirmed the patient was admitted to the hospital and treated for a pre-existing seizure condition not related to the curonix device. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the reported issue and is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
Curonix customer support was contacted regarding MRI eligibility for a patient admitted to the hospital. The patient was hospitalized for 6 days due to a pre-existing seizure condition. The MRI was conducted successfully and the patient is doing well.